Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that stitching inside of the loops were loose. No injuries were reported. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop stitching inside loop failed). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. During our investigation the sling was found with loop stitching inside loop failed and therefore was found to not have been to specification. Tests carried out during the e development of the sling, and in current production on every sling manufactured, would indicate that before the malfunction, the stitching of the loops net the OEM specification. A proper inspection of the sling would have detected the failure of the sling, specially since both attachment points of the yellow loop were broken and that the velcro was also damaged. From the info received it is unk that the sling was being used for treatment or diagnosis of the pt when the failure of the stitching inside loop was found. In accordance to info provided in an incident description from no injuries were reported and no info related to pt involvement were provided. Please also refer to the question under the original complaint: when the event occurred, was the arjohuntleigh product directly involved with the reported incident or adverse event? The answer for that question is "na" - not applicable. In conclusion, the sling showing signs of unstitching, should be withdrawn and replaced. Our reports confirm that the sling is not likely to fail during the intended, correct use as described in the instructions for use (IFU), but that failure can occur during a use error. We find this complaint to be reportable to the competent authorities.